Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported with the device connected to hamilton h900 humidifier, when coming out stand by, v60 caused water from the humidifier to splash into the patient's respiratory tract. No patient harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2018. Updated contact name. Date received by manufacturer: 10jul2018. The determination could not be made that the device failed to meet specifications. The product support engineer followed up with customer and discussed the hamilton h900 has not been approved for use with the v60. The customer is aware of this and has switched to fischer pykel humidifiers. The customer also stated that the hamilton representatives were there and were able to reproduce the problem. .